Event description:
Replacement surgery due to lead discontinuity. Both the lead and generator were replaced. Treating neurologist indicated that prior to replacement surgery, the patient reported an increase in seizure activity and not feeling device stimulation anymore. Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. A high impedance test result was also obtained at previous office visit approximately six months prior, but physician chose to only monitor the patient at that time, because the patient had not experienced an increase in seizure activity. X-rays reviewed by treating physician did not reveal any obvious discontinuities in the ncp system. At the time of replacement surgery, the lead reportedly appeared to be intact, but had come loose from the nerve and was in soft tissue. The explanted products were returned to maufacturer for analysis. Approx 43.5 cm of the lead assembly was returned for analysis in four pieces. Visual inspection revealed a break in both the positive and negative coils at the electrode bifurcation. It is believed that stimulation was present for some period of time after the fracture occurred as evidenced by the presence of pitting on the broken coil wire surfaces. Due to metal dissolution and mechanical distortion (smoothed surfaces), the fracture mechanism cannot be determined. Analysis of the concomitant device (pulse generator) revealed no anomalies that would adversely affect device performance. The pulse generator met visual and electrical specifications.